Event description:
The device was returned from customer for service. During service by baxter technician, the device was found to have failure code 703 in the event history. Customer reported there were no patient injuries or medical intervention associated with this report.

Manufacturer narrative:
Evaluation summary: the device was evaluated at a baxter service center. The reported condition of failure code 703 was confirmed. The user interface module printed circuit board was found to be out of specification which caused the failure to occur. The circuit board was replaced and the device was returned to the customer fully operational. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.